Event description:
The reporter stated that during a spinal surgery procedure, the thinner of two rod feet used to persuade rod into position bent while surgeon was using it. There was a spare instrument available in the case, however, the surgeon opted to use the older style rod persuader that was also in the case to finish the surgery. The thinner foot on the rod persuader bent inward approximately 45 degrees.

Manufacturer narrative:
(B)(4). Integra's investigation determined that the thinner of the 2 persuader feet (used to persuade the rod down through screw tulip) had bent when the surgeon used the instrument. One of the persuader feet is thinner due to the fact that material had to be taken away to accommodate the saddle of the locking screw. Add'l info was received from the reporter. The surgeon noted that the instrument was securely attached to the screw head at vertebral level l5. When he started to persuade the rod, he felt a lot of resistance; the thinner foot had bent. The incident caused minimal disruption to the surgery, when the surgeon noticed that the reduction tower was damaged, he removed it and used the rod reduction instruments originally supplied with the set to persuade the rod. He elected not to use the spare reduction tower since he was comfortable using the original instruments. This instrument was being evaluated, and was not yet part of the standard set. The surgeon has an alternative instrument; the rod persuader supplied with the coral set available. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence. And trending purposes.